Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned analysis will be performed and this event would be updated.

Event description:
Additional information was received that the charge time at the time of end of life (eol) was within the charge time limit for this device.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that upon interrogation it was noted that the device reached end of life (eol) two years earlier which may have been due to a charge time that was outside of the extended charge time limit for this device. The patient had been lost to follow up. Subsequently the device was explanted. No additional adverse patient effects were reported.